Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the way the cuff deflated during extubating was poor, leading to a situation where it got caught on the patient's vocal cords, making extubating difficult. The event occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, no damages or anomalies were observed, and the reported issue could not be duplicated. The set was then submerged in a water bath to check for leaks, no leakage was observed. The air was removed from the cuff, and nothing abnormal was noted. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.